Event description:
It was reported that implant movement occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was successfully implanted. The patient was discharged. The patient had a routine 45-day follow-up, the device was well placed and there were no leaks. After the 45-day follow-up transesophageal echocardiography (tee), the device was already shifted proximal and was no longer effective. Patient medications changed after protocol. The physician saw a new peri-device leak (pdl) on one (1) year and sent the patient for a computed tomography (CT). The CT showed the laa was filling with contrast, the closure device was mostly out of the laa but appeared unchanged from the 45-day follow-up tee. The patient was restarted on oral anticoagulation (oac) while waiting for a CT. Additional plan for the patient is unknown at this time.